Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 377860, lot# n0039307, implanted: (B)(6) 2005, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).

Event description:
It was reported the patient noticed an eri (elective replacement indicator) light on the recharger (insr) when she wanted to charge the implantable neurostimulator (ins). The patient saw a ¿call your doctor¿ icon on the isnr. It was reported that since saturday, the device was not stimulating like it used to. Stimulation reportedly would stop and go back on for a few minutes. The patient noted she never turns her device off. The device was reportedly a ¿miracle¿ and the patient could not live without it. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.